Manufacturer narrative:
Updated fields: h6 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the distal end because reprocessing could not be conducted properly due to a leak from the biopsy channel. In regards to the foreign material in the light guide lens, it is likely it could not be removed by reprocessing because the material was adhered to an area other than the outer surface of the device. Most likely, the glue peeled off due to physical stress caused by hitting/dropping the distal end and/or chemical stress caused by the chemical solutions used. Afterwards, humidity invaded the lens and caused corrosion. However, the foreign material in both areas could not be conclusively identified. The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the duodenovideoscope had foreign material inside the light guide lens and the distal end. There was no patient involvement.